Event description:
On 6/2/99, following a ptca procedure, an angio-seal device was used in a pt's right groin; the artery size was noted to be <4mm which is a special pt population in the angio-seal instructions for use. The deployment was without incident and hemostasis was achieved. While the pt was in the recovery room, she was noted to have a loss of pulses in her procedure leg. The pt was taken to surgery where the device was removed with immediate return of the pulses. The pt was discharged home the following day. As of 7/8/99, there has been no further report to the MFR of complication or pt sequelae.